Manufacturer narrative:
Batch review performed on 22 june 2021: lot 2009617: (B)(4) items manufactured and released on 28-oct-2020. Expiration date: 2025-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without another similar reported event. Other devices involved: batch review performed on 22 june 2021: ball heads: mectacer 01.29.233h head biolox option ø 40 (k131518) lot 176860: (B)(4) items manufactured and released on 16-apr-2018. Expiration date: 2024-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.242a sleeve size l (k131518) lot 19c0072: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Cup: mpact 01.32.160dh acetabular shell ø60 two-holes (k132879) lot 1904329: (B)(4) items manufactured and released on 27-aug-2019. Expiration date: 2024-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Stem: masterloc 01.39.209 cementless ti coated lat stem size 9 (k151531)lot 1908741: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. 1 month after primary on (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.